Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, after which the caregiver performed a supply change and the alert cleared; the user then experienced high blood glucose and the caregiver delivered a manual insulin injection and a meal announcement, and the user was advised to disconnect from the ilet for at least two hours. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education, guidance on managing hyperglycemia, review of device alarm history, and confirmation that the alert did not recur during follow-up. Investigation of this case revealed a transient pump motor stall that resolved after supply change with no device retrieval and no further alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to the transient nature of the motor stall and the absence of confirmatory evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.